Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt might be having an overdose; no add'l info was provided. It was later reported that the family requested that life support be withdrawn. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.